Event description:
Pt was undergoing a heart catheterization. During the attempts for rotawire ablation and atherectomy, the burr of the device got stuck in the mid rca. Attempts to remove the stuck rotablator device were unsuccessful. A stat consultation was performed by cardiothoracic surgery and the pt was taken to operating room where he underwent a emergency redo coronary artery bypass graft x 1, extraction of foreign body from the aorta and right coronary artery, insertion of balloon pump. During the procedure, it was found that the wire carrying the burr was completely enmeshed and entangled in the stent and they were unable to budge it. With any further pulling, this would have been dangerous to the aortic root. Therefore, they cut that area off leaving only a small segment of wire with a burr attached. The pt is currently in the adult intensive care unit and is stable following the procedure.